Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure using an xi system, user informed the technical support engineer (tse) that they encountered a non recoverable fault on universal surgical manipulator (usm) and live logs did not load. Tse guided the user through a hard power reset using the emergency power off, but the error persisted. Tse then advised that arm 1 could be disabled so the system could be used in a reduced three arm configuration. The user called back and stated that they aborted the procedure with no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.